Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor water tightness of cable unit, water tightness was lost and due to water leak in adapter, the lock button did not work smoothly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the camera head exhibited poor water tightness of the cable unit and water leakage at the adapter. There was no patient involvement.